Manufacturer narrative:
The investigation is ongoing. A supplemental report will be provided with the results.

Event description:
It was reported that the custom jts distal femur implant failed to be lengthened. The device was lengthened by 1.2cm in the past, however, the patient now has a further 2cm shortening (leg length discrepancy) and would like to have lengthening of his prosthesis with c-collars. The surgeon prefers to insert a c-collar via an anteromedial skin incision at the level of the lengthened telescopic part. He intends to push apart the gap as much as possible before inserting the c-collar. The surgery has been tentatively planned for the (B)(6) 2015. (B)(4).